Event description:
It was reported to boston scientific corporation that a patient (age and weight unknown) underwent a therapeutic hydrothermal ablation (hta) procedure in 2008 using intravenous sedation. During the first 2 minutes of the heating phase, they received 5 fluid loss alarms (a total of 50 cc). The physician checked the cervix and attached another tenaculum stabilizer to provide a better seal. The procedure was aborted and the physician examined the cervix. The physician stated, that there was no fluid visible inside the cervix. The physician noted that there was an accumulation of blood over the right coronal area and it continued to bleed during the procedure. After aborting the procedure, the physician performed a laparoscopic tubal ligation. The physician was able to confirm, via laparoscopy, that there were no perforations. The fluid may have been being absorbed by the patient. According to the complainant, the physician also performed a thermachoice procedure, which was unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause of this event.